Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for damaged/defective septum, as the photo shows one clean slash through the middle of the septum. The definitive root cause could not be determined based upon available information. It is unknown if clinical or manufacturing procedures contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 4/2019). .

Event description:
It was reported that during preparation for port placement upon opening the port kit, the port septum was allegedly noted to have a slice in it. Another port kit was opened and placed. There was no reported patient contact.

Manufacturer narrative:
A photo of the device was provided and the return of the device is pending. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that during preparation for port placement upon opening the port kit, the port septum was allegedly noted to have a slice in it. Another port kit was opened and placed. There was no reported patient contact.